Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief, approximately six months after an optease ivc filter was implanted, the filter was found to have tilted to the left. Five months later, multiple unsuccessful attempts were made to remove the optease ivc. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. The optease vena cava filter is indicated for retrieval up to 23 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The timing and mechanism of the filter tilt remains uncertain. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief (B)(6) vs. Cordis, approximately 6 months after an optease ivc filter was implanted, the filter was found to have tilted to the left. Five months later, multiple unsuccessful attempts were made to remove plaintiff's cordis optease ivc.